Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that she was hospitalized due to car accident and low blood glucose. Customer's blood glucose reading at the time of hospitalization was 57 mg/dl. Customer stated that she had a seizure due to low blood glucose and caused her to have a car accident. Customer also stated that the problem with the insulin pump started right after she have a CT-scan and she was wearing her insulin pump. Nothing further was reported.